Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had software error detected pump error alarm. Customer was able to clear alarm. Customer did receive request to rewind pump and able to rewind insulin pump. Fill cannula was not recorded into pump history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
¿Select patient information cannot be provided due to regional privacy regulations." S/w ver 6.7w. Retainer = black. Case type = ngp. The customer returned the pump for an alleged pump error 53 alarm found on 9/3/2022. The pump passed the self test and displacement test. Successfully downloaded the trace and history files using thump. No unexpected pump error 53 alarms noted during testing however, the pump history file confirmed there are a total of five (5) pump error 53 alarm (linenumber 5706 filenumber (B)(4) ) alarms that occurred in the year 2022 (9/14, 10/5, 10/15, 10/18, and 10/31) due to software errors (esf 4770899). The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 53 alarm is confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report.